Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault, hardware fault, and transducer fault alarms. The customer reported the oxygen condensation set-up was at 70 percent and the monitored value displayed 22 percent. The issue occurred during patient-use; the customer reported the ventilator was replaced with another device. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. T he reported complaint was confirmed through the events. The events log indicate that the unit was used on a patient while operating on battery, these alarms will occur when the battery is near to being depleted as batteries can no longer supply the required voltage to components.